Event description:
Drill bit was bent during and then broke. It is not known if the top of the drill which broke off remains in the body.

Manufacturer narrative:
The drill has been returned bent and the top has been broken off. Usually a bending of hardened material is not possible when drilling into bone. It seems that the drill touches either another instrument or an implant had the top broke of after bending.